Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) after wearing the device for approximately 4 to 24 hours. The patient reported that the infusion site appeared purple in the center with redness around the edges, felt hard to the touch, and was hot. On (B)(6) 2026, the patient attended a medical appointment and, following an evaluation lasting less than one hour, was diagnosed with cellulitis infection. The patient was treated with antibiotics and oral medication; however, no further details were provided. The patient also reported resuming insulin therapy by applying a new pod at a different infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.